Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath (gas) section). A kink was also identified in the outer sheath at the end of stiffening mandrel, and in the inner member at the gas section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by manually gripping the outer sheath and pulling the tip distally. No other issues were noted to the stent and delivery system. The damages noted with the returned device were consistent with the application of excessive force during use. The investigation concluded that the observed failures and the reported event were likely due to procedural factors such as handling of the device, the technique of the user, and the normal procedural difficulties encountered during the procedure could have affected the device performance and its integrity contributing to the failure experienced by the user. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a 3 cm indeterminate stricture in the distal part of the common bile duct due to cancer of the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The device was removed and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath).